Event description:
It was reported that the patient had three leaking lines causing delays in treatment. There was patient involvement but no patient harm reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - mfg establishment name- corrected. The suspected device was returned for evaluation along with three cassettes. The event history log (ehl) was reviewed. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was due to the loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.